Event description:
Customer called to report that his pod was not delivering insulin. He did not have access to his pdm for history info at the time of his call. His bg reached 420 - at this point, he changed his pod. He initiated a correction bolus with the new active pod. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.